Event description:
A consumer's family reported that patient had difficulty with recharging. It was indicated that patient had device implanted a day prior to this call and had bandage on skin and a little swelling around the implant area. They concerned because patient had high settings. A week later, it was further reported that they were still having poor coupling issues and difficulty maintaining recharger antenna over the implantable neurostimulator (ins). The bandage has been removed and swelling had gone down. They were able to get six coupling boxes over the phone but then it lowered to 4 then 0 once the antenna was moved around. They stated the harness was poorly designed, in particular for a skinny person, and the antenna dial did not help. It was taking too long to recharge. They had never been able to charge up to the charge complete screen. It was indicated patient would charge to the charge sufficient screen but would have the recharger on for another half hour or so and still did not see the charge complete screen. It was also reported that the instructions in manual was written very poorly and needed to be more simple. The indications for use for this patient were movement disorders

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.